Manufacturer narrative:
The baxter technician found the hex lock, screw, bushing and drive lugged needed to be replaced. Per the baxter service manual, it is necessary for the envella air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that the all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for bed articulation, scale, bed exit, surface functions, CPR, pendant controls, foot control, etc. Repair or replace the part as applicable. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on aug 12, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the hex lock, screw, bushing and drive lugged to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the CPR function was inoperative . The bed was located at the account. There was no patient/user injury reported.